Event description:
It was reported that the 9900 system workstation will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the lemo cable. The lemo cable was replaced. The system was tested and found to be working as intended and placed back into service.